Event description:
I had the essure procedure done after a miscarriage my obgyn (B)(6) with (B)(6) suggested the essure over having my tubes tied. After the procedure was completed, I gained 35 lbs, and was so sick. One day I woke up screaming in severe pain, was rush to the emergency room. While they examined me at the emergency room they realized a barrier was blocking me from having my monthly period. One of the coils had not stayed in place and cut me inside creating a barrier so my periods were staying inside. After they realized what had happened my obgyn, whom performed the procedure, explained I would have to have a hysterectomy, in order to correct the problem he created. The hysterectomy was performed by (B)(6) with the "la davinci" robotic laser machine. I had more problems arise. This has been an on going horrible problem for the last 3 years and have no idea what to do or how to get my life back.